Manufacturer narrative:
Other relevant device(s) are: product ID: etlw1613c93ej, serial/lot #: (B)(4), ubd: 11-mar-2020, (B)(4); product ID: etbf2813c145ej, serial/lot #: (B)(4), ubd: 20-mar-2020, (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of an 48*47 abdominal aortic aneurysm. It was reported that approximately four months later the patient presented with abnormality of the lower extremity and thrombotic occlusion of the stent graft limb etlw1613c93ej was observed. It was reported all of the interior of the stent graft limb was occluded. An fem-fem bypass was carried out as an intervention procedure. The lower limb ischemia was reported to have resolved and the patient was discharged. As per the physician, the cause of the event cannot be determined. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was confirmed that the occlusion did not reach the main bifurcated stent graft etbf2813c145ej.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.